Event description:
It was reported that the 9900 system would not capture the image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply was adjusted during the service call.